Event description:
Approx three months following implant of excluder devices, the pt presented with aneurysm enlargement without evidence of an endoleak. The physician performed an additional interventional procedure, implanting 3 additional excluder devices to reline the existing devices. The pt tolerated the procedure well.